Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track the trend of this issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked. On (B)(6) 2025, a neurology nurse discovered fluid leakage at the connection point of an intravenous catheter while removing air from a patient's infusion. The nurse immediately replaced the catheter with a new one. No adverse effects occurred. The damaged catheter was retained and sent to the equipment department for disposal.